Manufacturer narrative:
The device was returned to the MFR for eval. The service tech observed and tested the device and was unable to duplicate the event description. Based on trending, this is the first known complaint for this reported failure within the past (12) months of MFR. There were no relevant non-conformances, alerts, deviations, or rework related to this reported failure. There were no relevant design/process changes related to this reported failure. The device was repaired and returned to the account.

Event description:
It was reported that the handpiece keeps running. There was no pt involvement or adverse consequences related to this event.